Event description:
Additional information received indicated that the right atrial (ra) lead had additional episodes of noise over-sensing and inappropriate automatic mode switches. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right atrial (ra) lead was over-sensing causing inappropriate mode switch episodes. The patient was asymptomatic. No changes were made.